Event description:
Event description boston scientific crm received information that the battery of this pacemaker was suspected to be depleting prematurely as the gas gauge measurement was near elective replacement time (ert) two months after the device was implanted. The patient was hospitalized as a preventative measure with no adverse effects noted. The device was explanted and returned for analysis.